Event description:
During surgery to remove this patient's appendix the sonicision 7 curved jaw cordless ultrasonic dissector would not work. A new battery was changed out for the battery that was inserted at the time of surgery start. The sonicision still would not work. A new sonicision was opened sterilely to the back table, then given to the surgeon. The provider was able to get the new one to work.